Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving a no delivery alarm. Customer's blood glucose was 540 mg/dl at the time. Customer took an injection. Customer stated that she had reverted to shots. Customer reported that the insulin exits the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. Customer will monitor her pump.